Manufacturer narrative:
Results: power supply board, power coil cord.

Event description:
It was reported by service report that the bed is stuck in trend and has no power. No pt involvement or adverse consequences are reported.